Event description:
Event description guidant received information that this implantable lead exhibited noise on the rate/sense electrogram that appeared as baseline fuzz that was not sensed by the device. This occured post shock. Also there was one qrs complex that was not sensed. Additional information was received stating the device displayed stored episodes in which there was intermittent undersensing. The rhythm was initially detected in vt zone, and treated with antitachycardia pacing (atp), however the rhythm accelerated to vf. The undersensing caused redetection in the vt-1 zone. After atp was administered again, the rhythm was detected in vf zone and shock was successful. Post shock strips display intermittent low amplitude dense noise that is not sensed by device.